Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test or verify pump error 63 and possible under delivery anomaly due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
"Customer reported via phone call that the insulin pump had under delivery." The blood glucose level was 300 mg/dl,150 mg/dl,350 mg/dl and treated with bolus. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. "Customer also reported that insulin pump received hardware low level failure error but customer was able to complete insulin pump rewind." The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.